Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse event of peritonitis. The etiology of the patient¿s peritonitis is unknown; therefore, causality cannot be established. Limited information obtained during follow-up precluded a more comprehensive investigation. However, during follow-up the patient reported the events were unrelated to any fresenius device(s) and/or product(s). It is well established those individuals¿ undergoing pd for rrt are at high risk for infections of the peritoneum. Based on the information available, there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of device malfunction or deficiency.

Event description:
It was reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contracted an infection. No additional information provided during intake. Follow-up with the patient revealed she contracted peritonitis in early (B)(6) 2021, however the cause remains unknown. The patient did not require hospitalization and was treated outpatient with intraperitoneal (ip) antibiotics. The patient reported there was no concern a fresenius device(s) and/or product(s) caused or contributed to the events. The patient has fully recovered and continues to utilize the same liberty select cycler as before. Subsequent attempts to obtain additional clinical; information (e.g., patient demographics, treatment course, causality, organism, discharge summary) have thus far proven unsuccessful.

Event description:
It was reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contracted an infection. No additional information provided during intake. Follow-up with the patient revealed she contracted peritonitis in early (B)(6) 2021, however the cause remains unknown. The patient did not require hospitalization and was treated outpatient with intraperitoneal (ip) antibiotics. The patient reported there was no concern a fresenius device(s) and/or product(s) caused or contributed to the events. The patient has fully recovered and continues to utilize the same liberty select cycler as before. Subsequent attempts to obtain additional clinical; information (e.g., patient demographics, treatment course, causality, organism, discharge summary) have thus far proven unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.